Event description:
It was reported by the rep that the customer tested the system at the beginning of the lap gastric bypass case received error 3. The handpiece was replaced and the case was completed with no pt consequence. One device is being returned.